Manufacturer narrative:
On 07/11/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation and anisomastia on the implant. During evaluation of the sample it was noticed a crease in the anterior view. Within crease a tear was observed, measuring approximately 0.5 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate profile 125cc saline breast prostheses experienced a spontaneous deflation on the left side. In addition, the patient developed grade 1 ptosis bilaterally. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round high profile 210cc saline breast prostheses on (B)(6) 2019. This medwatch report is for the left breast prosthesis.